Event description:
Related manufacturer reference number: 2017865-2021-38473, related manufacturer reference number: 2017865-2021-38474. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-38473. Related manufacturer reference number: 2017865-2021-38474. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. The patient had also experienced a cardiac arrhythmia shortly before the time of death.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned and cause could not be established.